Manufacturer narrative:
Patient identifying information is unknown. Event date: unknown. Device is an instrument and is not implanted or explanted. It is unknown if the complainant part will be returned to the manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number, the device history record review could not be requested. However, a review of the service history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the service and repair department that the surgeon was using the depth gauge for 2.0mm and 2.4mm screws when the metal tip broke off. No known patient harm or surgical time delay. This report is 1 of 1 for (B)(4).